Manufacturer narrative:
The brake casters were replaced by the technician to resolve the issue.

Event description:
The account alleged that when the brakes were activated the brake casters would swivel. No patient impact.